Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check, prior to an elective device change out procedure, the patient was noted to have underlying bradycardia. The right ventricular (rv) lead exhibited high thresholds and intermittent capture when reprogrammed. The lead also exhibited high impedance that was steadily rising. During the replacement procedure, the patient had multiple vagal episodes along with "considerable" blood loss. The system was successfully explanted and replaced and the patient was stable at the end of the case. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.